Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that customer woke up with a high blood glucose level of 400 mg/dl at the time of the incident. Reviewed settings and alarm history for possible suspend found max dosage alarm. Troubleshooting declined. Product is not returned for analysis.